Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set leaked. This occurred while the nurse was draining fluid out from the patient's peritoneum. The nurse dried the whole extension set and catheter with a paper towel and noticed that fluid was coming out from the twist clamp opening. The patient was given prophylactic antibiotic as precautionary measure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with a minicap attached to the female connector. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.